Event description:
Ous MDR - after an implantation period of about 21 months, oversensing was reported. The lead was capped and a new lead was implanted. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data. The returned data have been inspected. The inspection of the available items confirmed intermittent noise on (B)(6) 2015, occurring in the ventricular channel after the event of ventricular pacing. Based on the information available for analysis the root cause of the clinical observation could not be determined. Therefore no conclusion can be drawn regarding the root cause of the clinical observation. However, should additional relevant information become available this investigation will be updated.